Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag was missing a cap in the injection port. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo sample were received for evaluation. A visual inspection was performed on the returned sample and photo sample, and the add port cap was missing or had broken off. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.